Manufacturer narrative:
An evaluation and visual examination of the bioscrew, guidewire could not be performed, as the product was discarded at the user facility during the original surgery in (B)(6) 2011. Without the involved device, the root cause of the reported breakage could not be determined. Flexible nitinol guidewires increase the likelihood of parallel screw placement while reducing wire kinking. This hyperflex guide wire is designed for a screw to slide over the outer diameter with the guide wire able to spin freely. The intended use is to remove this guide wire prior to implantation of the bioscrew. Based on the information provided, the most likely cause of this event is torsional/bending or flexion of the joint while one end of the wire was fixed. A review of the DHR shows a manufacture date of 03/31/2009 in a lot of (B)(4) units with no noted discrepancies that would cause or contribute to the reported breakage. In addition, there have been no similar reports for this lot of product. A 2-year review of complaint history shows (B)(4) other complaint for this product ((B)(4)) out of (B)(4) units shipped worldwide. Product analysis of the returned portion of the guide wire that involved in this reported incident found breakage due to tensile overload which could be caused by torsional bending or flexion of the joint while the guide wire was fixed during surgery. Device was not returned from customer.

Event description:
A verbal notification was received from the customer on (B)(6) 2011, which stated that during a left knee acl reconstruction procedure on (B)(6) 2011, the tip of the guide wire broke off and was inadvertently left in the patient's knee. This was not discovered until several days later during one of the scheduled post-operative visits. On (B)(6), 2011 a second surgery was performed at the same day surgery center to remove a 3/8 inch piece of the guide wire from the patient left knee. It was further reported that somehow, this incident was overlooked until the recent internal audit on (B)(6), 2011, it was then realized that the incident had not been reported to the manufacturer. This prompted the verbal notification and subsequently this MDR report. The male patient is doing fine with no long term adverse affect noted.